Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue; however physio downloaded the device's electronic records and verified that the customer's device powered itself off multiple times during patient use. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered itself off multiple times during patient use. There was no adverse effect to the patient reported, due to the reported issue. Physio-control has made multiple attempts to contact the customer, including written correspondence for patient information and outcome. However, none of these attempts have been successful.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(6).

Event description:
The customer contacted physio-control to report that their device powered itself off multiple times during patient use. There was no adverse effect to the patient reported, due to the reported issue. Physio-control has made multiple attempts to contact the customer, including written correspondence for patient information and outcome. However, none of these attempts have been successful.